Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited oversensing of noise on the right atrial (ra) channel. Technical services (ts) advised that right ventricular (rv) pacing is observed and oversensed on the ra channel. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This crt-p remains in service. No adverse patient effects were reported.